Manufacturer narrative:
The product disposition is unknown.

Event description:
The user facility reported that the tourniquet cuff lost pressure, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.